Event description:
Clear care plus - bottle confusion with usual clear care. The front should say danger in bold and red. Excruciating pain from putting lens into eye after having the lens in the solution. Expected that I had bought the normal cleaning solution I usually buy. Danger - especially for those who already have vision issues. Unacceptable. Labeling needs to say danger in bold. Who knows that the same maker, same product name can burn you. Truly furious the maker has not addressed this beyond the red top and back label. Who thought that a red top was good enough to avoid confusion when purchasing this product with the same name - the name should be changed to - 'not for eyes - cleaning' or something different than their clear care product. When and how was error discovered. Burning - excruciating pain. Ismp, (B)(6) . Phone: (B)(6) . Email: (B)(6) . Submission ID: (B)(4). Submitted date: 06/09/2023.